Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years 4 months post implant of a 26mm sapien valve in the aortic position via transfemoral approach, the patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve in due to stenosis and central regurgitation. The patient was doing well post procedure.

Event description:
It was originally reported by the field clinical specialist (fcs), that approximately 7 years 4 months post implant of a 26mm sapien valve in the aortic position via transfemoral approach, the patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve in due to stenosis and central regurgitation. The patient was doing well post procedure. Per medical records review, the patient with history of severe aortic stenosis status post tavr with a 26mm sapien valve. The patient has since recovered and was doing well with no issues for the last 7 years. The valve has now seemed to have degenerated and patient is now symptomatic again. The patient presented with shortness of breath. A tee done reported moderate aortic stenosis with moderate aortic insufficiency, an aortic valve area of 0.8mm2, mean gradient of 27 mmhg and a velocity of 3.42 m/s. Approximately 7 years post tavr, the patient underwent a successful left transfemoral tavr viv procedure with a 26mm s3u valve. The hospital course was uneventful. The tte at discharged reported the valve well-seated and functioning properly, mean gradient 13mmhg. On post operative day 1, the patient was discharged home in stable condition.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by medical records. However, based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (hyperlipidemia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.